Event description:
It was reported that a total of four rod introduction pliers for side-opening implants tips were broken off and found after wash. Reportedly, no surgery involvement and sales consultant confirmed items were not in the surgery room. No patient involvement. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the pliers were returned with about a quarter of the tip of the barrel broken off. The broken piece was not returned and is about 4mm in length. A crack is also seen on the barrel, originating from the fracture. Product drawings were reviewed during the investigation. Both pliers were made using 440b stainless steel. This material has adequate strength (hardness range of 53-56 correlates to 1950-2150mpa) for the instrument¿s intended use as it does not experience large amounts of stress during normal use. The breakage on the pliers is consistent with the location on the tube which would experience the maximum loads during a procedure. The fractures are likely a result of repeated use throughout the instruments extended service life. Additionally, to avoid situations where extreme forces may be required to pull the rod into the screw, transverse bars are available to act as a lateral extension. Review of the product drawings found the design adequate for the instrument¿s intended use. Repeated use most likely led to the breakage at the barrel. The technique guide also details use of transverse bars with the screws/hooks to avoid situations in which the pliers would need to undergo excessive force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: lot #4142395 /supplier a7ja27 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 24-jul-2000. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed the repair technician reported the ratchet was worn out. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2014. The evaluation was confirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.